Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient had a stored episode showing a rhythm in the vf zone, aborted therapy. Episodes appeared to be post-sensed t-wave oversensing. A custom channel v tip to v ring was programmed and device remained implanted.